Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the user identified difficulty activating the safety feature and blood leakage from the device. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "when the safety device is engaged the plastic breaks apart exposing phlebotomist to the blood coming back out of the tubing. This has happen 2x. One time last week and one time this week, same lot number. The lot number has been removed from inventory both in the lab and stock room. We could not keep the broken devices due to exposure to blood borne pathogens."

Manufacturer narrative:
Investigation summary: the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 1 customer photo was received for review and analysis and the customer's indicated failure mode of damaged rear barrel (safety break off) was not observed as the photo does not show a bd device pictured. Additionally, 30 retention samples were subjected to functional testing for leakage, retraction lock-out and damaged rear barrel and no issues or failures were observed. This complaint is unable to be confirmed for the indicated failure mode of safety break off during use. Bd was unable to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the user identified difficulty activating the safety feature and blood leakage from the device. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "when the safety device is engaged the plastic breaks apart exposing phlebotomist to the blood coming back out of the tubing. This has happen 2x. One time last week and one time this week, same lot number. The lot number has been removed from inventory both in the lab and stock room. We could not keep the broken devices due to exposure to blood borne pathogens.".